Event description:
It was reported that during an elective device replacement procedure due to normal elective replacement indicator (eri), dried blood was noted in the header of the device. Damage to the right ventricular (rv) lead occurred while disconnecting the rv lead from the header of the device. The physician suspected the rv damage was due to the dried blood in the header. The rv lead was capped and the device was explanted and replaced. Later, an additional procedure was performed and the rv lead was replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of contamination could not be confirmed in the lab. Upon receipt, a piece of lead was found lodged inside the right ventricular lead bore. After removing the lead, body fluid was observed within the bore. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.